Event description:
The depuy rod initially placed in leg in (B)(6) 2014 cracked. Rod had to be replaced (B)(6) 2017. The tissue in the upper leg was metal stained. The femoral component was loose and came out in the surgeon's hand. The rod was broken on the femoral component and had to be replaced. Patient has lost flexion since the surgery. Since the surgery, patient had 2 additional surgeries due to complications. Patient was either in hospital or inpatient rehab facility for 2 months. Patient is still wearing a brace and using a walker. Doctor was (B)(6) and hospital was (B)(6).